Event description:
It was reported by the customer that while attached to a pt, the device kept prompting "connect electrodes". There were no adverse effects on the pt.

Manufacturer narrative:
The customer indicated that the electrodes used were kendall electrodes, and not physio. Physio-control evaluated the device and could not verify, nor duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.